Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experience infusion set was leaking and upon removal they noticed the cannula was bent event occurred on 08-apr-2026. This led to high blood glucose level and the patient was feeling woozy and felt they are slurring their speech. The patient managed with correction bolus via pump. The patient changed their infusion site and resumed insulin delivery.